Event description:
This is a case report received by baxter. It was reported that an aquaset tubing set was involved in a damaged tubing incident. At the time of the problem it was reported that while connected to an unidentified patient, the blood pump section of the tubing tore, approximately 5cm, around the blood pump section of tubing. The patient was disconnected. The set had been in use for 16 hours. The patient did not suffer any consequences.

Manufacturer narrative:
(B)(4). Our supplier informs us that no sample was received. The root cause was not determined since the sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.